Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not flowing to the medstations. The technical support specialist (tss) stated that the user restarted the server and the issue was resolved. Tss dialed into the station, verified the communication and confirmed they were able to receive the replies. Tss then dialed into the server and identified errors such as disk error, ntfs error and time service error. Tss stated that the issue occurred due to temporary disk access error on the server which resulted in the interruption in communication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all hospitals in the organization were experiencing medstations not receiving communication, and all devices were going into override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.